Event description:
In 2015 started with enlarged lymph nodes, went to oncologist after ultrasound showed lymph nodes aggressively large on both sides, had biopsies done to rule out lymphoma, since then problem never went away, have had numerous test done with autoimmune issues always stick to this day. No dr can diagnose me, last two years my left breast implant feels as if it is in my armpit with discomfort and the underneath of my breasts are sensitive. To top off (B)(6) 2019 I have three biopsies to my left breast for unusual cysts that were non cancerous. I am beyond scared that all these symptoms have to do with my implants. I received 2010 allergan natrelle style 120. Please help. Ongoing medical issues. FDA safety report ID# (B)(4).